Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) on (B)(6)2025 who was implanted with an implantable neurostimulator (ins). The reason for call was starting yesterday every time the pt went to recharge the ins, they got poor connection and retry. The pt had tried to reposition the recharger antenna all around the scar. The pt verified their doctor had given them the ok to start recharging the ins. During call pt reset the controller and agent reviewed best ins charging practices. Pt kept getting poor recharge quality, the controller battery was at 100% and the ins was at 0%. Pt attempted to go through passive recharge quality but the ins was not starting a charge. When standing up they could only get the middle number to 28, if the pt sat down and the middle number got to 35, and if they push on, they could get the middle number to 44. The issue was not resolved. Patient called back on (B)(6) 2025 stating that they had met with a manufacturer representative (rep) today at healthcare provider (hcp) office and the rep told them they needed a new recharger as the recharger was not able to read the ins when trying to recharge the ins. Agent reviewed recharger replacement with the pt. Per additional information received from patient (pt) on 31march2025 the cause yet to be determined. Pt met with manufacturer representative (rep) tried different ways to recharge and they failed and waiting to find next step. The issue has not been resolved yet.